Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis patient called in to tech services with drain questions. During this call treatment data was reviewed, and an iipv was noted. A follow up call was made to the patient's peritoneal dialysis nurse who reported that the patient remained asymptomatic. Drain 0- 211ml; fill-1 2904ml drain-1 2151ml; fill-2 2906ml drain-2 2626ml; fill-3 2904ml drain-3 2573ml; fill-4 2904ml drain-4 5542ml. The reported drain volume of 5542 is 191% over the expected drain volume resulting in a reportable device malfunction.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation and the complaint is not confirmed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. A visual inspection of the returned cycler exterior showed no sign of any physical damage. There were indications of dried fluid within the cassette compartment. There were no burrs or sharps in cassette area that may have punctured a cassette membrane. Per return goods department, there was not a used cassette received with the returned cycler. The simulated treatment was performed and completed without any failures or problems. There was no fluid leak in the test cassette during the test treatment. The cycler programmed displayed values were within tolerance. The mushroom heads check, valve actuation test and system air leak test passed. Patient sensor calibration check passed. The load cell value and verification were within tolerance. There was visual evidence of dried fluid within the recess of the bottom cover adjacent to the pump. The cause is unknown and could not be determined.